Event description:
It was reported that a patient presented in clinic for a follow-up after receiving inappropriate atp. The device was functioned as programmed. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.